Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir and tubing had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. The customer stated that she noticed air bubbles during therapy and the approximate size of the air bubbles was smaller than an inch. She was assisted in troubleshooting. The customer reported that she had been filling her reservoir from an insulin pen and not from the vial. She was advised that she must use an insulin vial only to fill the reservoir. The reservoir will not be returned for analysis.